Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from patient who reports they were unable to identify a cause of the implantable neurostimulator (ins) not maintaining a charge. They report a technician is running tests on the implant to check the charge rate. The issue has not been resolved.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the implantable neurostimulator was not maintaining a charge for approximately one week. The patient stated that the device could be charged to 100%, but the charge was depleted by the following day, despite the stimulation not being kept on continuously. The patient mentioned that the programming had been adjusted about a month prior and was functioning properly until the recent issue. The patient's representative was contacted and reportedly suggested that the issue might be related to the recharger cord. It was noted that the equipment was reviewed and determined to be functioning as expected. The patient was redirected to their healthcare provider for further evaluation and mentioned having a scheduled appointment.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.